Manufacturer narrative:
Added information to h6. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia (hld).

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry and learned through investigation that a patient with a 23mm 11500a aortic valve was explanted after an implant duration of 6 years, 3 months due to leaflets calcification, degeneration, motion restriction, pannus, and severe aortic stenosis. The explanted valve was replaced with another 23mm 11500a valve. Per medical records, the patient presented with congestive heart failure and tte showed thickened valve leaflets and critical symptomatic aortic stenosis with a mean gradient of 75 mmhg and a peak velocity of 5.5 m/s. The patient underwent an urgent redo avr. Intraoperatively, the aortic valve was found to be severely calcified with completely immobile leaflets, and the sewing ring of the valve was covered by a thick layer of pannus. The valve was removed and debrided, and a 23mm 11500a valve was implanted and secured using core-knot. Postoperative tee demonstrated normal left and right ventricular function and a well-positioned, well-functioning valve. The patient tolerated the procedure well and was transferred to the cticu intubated in a stable condition. On pod #9, the patient was discharged. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.